Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Device registration records indicate the patient expired; there is no allegation the death was device related. Cause of death has been requested but not received